Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3008452825-2021-00487. During a paroxysmal supraventricular tachycardia procedure, after the catheter was inserted, connection with the viewmate could not be established. The catheter was replaced, but the issue persisted with the second catheter. The catheter was replaced with a non-abbott catheter, and the procedure was completed with no adverse patient consequences. A procedure delay occurred due to these issues. The reported catheters were discarded by the hospital.